Event description:
Reportedly, during patient use, a "pint failure" and "motor fault alarm" occurred. The ventilator stopped and the patient's spo2 level dropped to 78%. The patient was manually ventilated for one hour before being transferred to another ventilator. There was no patient harm reported.

Manufacturer narrative:
(B)(4).